Event description:
Ous MDR - it was reported that approx. 84 months after the implantation oversensing with artefacts was noted. No inappropriate shocks were delivered. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 1 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analysed. The visual inspection revealed signs of wear in several positions along the lead fragments. Particularly around 7 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the ring electrode was found fractured which was measured during the electrical analysis. The damage in this region can be considered as the root cause of the reported oversensing leading to shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore the shock coil was found deformed which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.